Event description:
It was reported they have a broken trocar. Opened in basin and it shattered. They opened another trocar. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.